Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5072 implantable pacing lead 2000 (B)(6); 4194 implantable pacing lead 2004 (B)(6); 5076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient received an inappropriate therapy from the implantable cardioverter defibrillator (ICD) for rapid ventricular response within the ventricular tachycardia (vt) zone after unsuccessful anti-tachycardia pacing bursts. The ICD remains in use. No further patient complications have been reported as a result of this event.